Manufacturer narrative:
Repair evaluation: one product unit was received for evaluation. The unit was thoroughly examined and inspected by manufacturing and quality engineers of the neuro product line. The #80 torque knob tested good under pressure; ratchet extension arm has no visible cracks; large starburst teeth show some wear but are still functional. Triad wrench is missing. Triad rocker arm needs to be upgraded to triad 2; all other components are functional. Lock has both rotational and lateral movement that would not have caused a slippage. Lock has a heavy residue build up present. Large starburst teeth show some wear but are still functional. All other components are functional. Repair is unable to duplicate or confirm reason for slippage.

Event description:
A mayfield skull clamp was involved in a slippage during a patient procedure. The reporter described the event as, shortly before a surgical procedure, the mayfield skull clamp slipped. The event resulted in a laceration to the patient's head. The laceration measured approximately 2 inches.